Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed something was wrong with the ilet after using an entire vial of insulin in one day and experiencing persistent hyperglycemia with a reading of 277 mg/dl; the device displayed a low insulin alert, troubleshooting and education were provided, and a full supply change was recommended, but the user lacked insulin to refill and planned to use subcutaneous long-acting insulin and reconnect later. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information regarding a specific device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.